Manufacturer narrative:
Investigation is on-going. Relevant customer data has been requested but not provided yet. A supplemental report will be filed at the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us, alleged one patient sample that produced a positive result for all 3 targets (sars/flu-a/flu-b) on one of their liat analyzers but when re-tested on a different liat analyzer produced all negative results. This patient was being screened for admittance to the hospital and was not symptomatic. Sample was nasopharyngeal collected in avantik vtm. The product's instructions for use (IFU), under the section of additional materials required, provides a list of specimen collection kits. The avantik vtm is not on this list in the IFU. Both the positive and then negative results were released to the doctor. No harm is alleged.

Manufacturer narrative:
Investigation on the reagent kit lot and review of the cobas liat analyzer did not identify a product problem. Review of the run data showed the run that generated the positive results had an unknown disturbance caused the baseline/curve to jump in all three targets resulting in the positive call. The analyzer is performing well and it appears this was a one-off occurrence from the run data provided by the customer. Sample was nasopharyngeal collected in avantik vtm. The product's instructions for use (IFU), under the section of additional materials required, provides a list of specimen collection kits. The avantik vtm is not on this list in the IFU. (B)(4).